Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a cholecystectomy, the abdomen did not expand with the subject device. The surgery was originally an intraperitoneal surgery but was converted to an open surgery and the procedure was completed. There was a 30 minute delay. There was no reported patient injury.

Event description:
It was later reported, that the procedure was not delayed nor was there a conversion to open surgery, as reported initially. The procedure was completed, despite the perceived lack of tummy fullness. There was no patient injury or harm reported.

Manufacturer narrative:
Two cases of the same phenomenon were found at the user facility. This report is related to the following patient identifiers: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reportable malfunction was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Although, a definitive root cause of the insufflator could not be determined, likely, factors causing the defect could have been the following: "as a result of the operation check, no more than the device could be checked. There may have been some problems with the connection of the insufflation trachea during procedure, such as insufficient insufflation, due to temporary malfunction of the components involved in insufflation (primary decompression valve, manifold unit, electric-air proportional valve) or insufficient connection of the trocar, leading to leakage of air/closure of the trocar stopper. Which prevented the air from entering". However, the exact cause of insufflation issues could not be identified. Therefore, the root cause of the reported event could not be determined. Olympus will continue to monitor the field performance of this device.